Manufacturer narrative:
The user facility contacted customer service and reported the broken fowler weldment and ordered a replacement. A stryker medical representative was not involved in the evaluation of this device. Method and result coding is provided according to the info provided by the user facility.

Event description:
It was reported to customer service that the fowler weldment is broken. It is unk if there was pt involvement or if there was adverse consequences to report.